Event description:
It was reported balloon ruptured on first inflation, above its rated burst pressure, during central vein angioplasty procedure. Balloon appeared to partially separate from catheter shaft. Difficulty was encountered removing balloon catheter through introducer sheath. Continued exertion against resistance resulted in balloon detaching from catheter shaft into pt. Balloon migrated to arm where it was successfully retrieved utilizing snare. Another balloon catheter was used to successfully complete procedure without pt complications. Balloon catheter and detached balloon were received, evaluated and retained by this MFR. Engineering eval of catheter indicated proximal radiopaque marker had moved next to distal radiopaque marker. Balloon was completely detached from catheter and all balloon material was present. Adhesive was located on shaft bond areas. Kink was located in strain relief. Eval of balloon material revealed 1 centimeter circumferential tear located 3 centimeters from proximal end of balloon and 3 centimeter longitudinal tear also located at proximal end of balloon. Scratches were located on balloon surface. Balloon rupture or balloon leakage is anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Follow up revealed this balloon was over inflated and resistance was encountered removing this balloon catheter through introducer sheath. This device displayed characteristics with exertion against resistance, kinked catheter shaft, and contact with sharp external source, scratches on balloon surface. Co believes above factors contributed to this event and do not atribute it to device. Co's directions for use state: "due to thin wall thickness of xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue procedure. Deflate balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing guidewire through catheter or if resistance is felt when removing catheter through introducer sheath, stop and remove them as complete unit to prevent damage to guidewire, catheter or vessel."